Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on an unknown date. Following the procedure, the patient experienced pain and mesh erosion twice through the vaginal wall and had the mesh trimmed twice. The patient underwent removal of the mesh on an unknown date. The patient reports that there is some mesh in the groin and abdomen and it caused pain while walking and sitting. Additional information has been requested.